Event description:
The pt was taken to the ER with a blood glucose level of over 600 mg/dl. Prior to her admission she had attempted to reduce the level by administering boluses through the infusion pump. After intravenous insulin restored her blood glucose and ketone levels, the pump was reattached. Again, her blood glucose level began to rise. The pt is on insulin injection until the pump can be checked and repaired.